Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged about 10 weeks post-implant. A revision procedure was performed, but the helix did not function properly. The lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was not able to confirm the observation of lead dislodgement.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged about 10 weeks post-implant. A revision procedure was performed, but the helix did not function properly. The lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.